Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - analysis of the lot # by quality engineering determined the absorb gt1 was used post expiration date. The device was not returned for evaluation as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It should be noted that the IFU, instructs the physician to: note the product use-by (expiration) date on the package. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with unstable angina and dynamic electrocardiogram (EKG) changes during the stress test. The procedure on (B)(6) 2017 in (B)(6) hospital was to treat an 80% stenosis in the proximal left anterior descending (lad) artery with mild calcification. A 3.5x10 balloon was used for pre-dilatation with the residual stenosis less than 40%. A 3.5x18mm absorb gt1 was implanted and post-dilated with a 3.5x15mm nc trek balloon with the final angiographic residual stenosis less than 10%. The patient was prescribed dual anti-platelet therapy (dapt) of clopidogrel and aspirin. On (B)(6) 2017 the patient felt pain behind the sternum. An ambulance was called and an EKG performed on the spot showed st-elevated myocardial infarction on anterior wall. The patient was transported to the university of (B)(6) and medication was administered. In-scaffold thrombosis was diagnosed which was treated with aspiration. The patient was given iib/iiia inhibitors and balloon angioplasty was performed. Post-dilatation of the absorb gt1 scaffold was performed with a 4.0x15mm nc trek balloon. The patient's pain disappeared in the operating room, there was hemodynamic improvement, decrease of tachycardia and increase of blood pressure. EKG showed q wave on the anterior wall. The patient was stable. Per the patient, they had been compliant with their dapt. The patients dapt was changed to ticagrelor and aspirin. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: lot#, expiration date; manufacture date; (B)(4). Based on the corrected lot#, the evaluation confirmed that the device was used prior to the expiration date. Statement removed: it should be noted that the instructions for use, instructs the physician to: note the product use-by (expiration) date on the package.